Event description:
A nurse was changing lines on a vasoactive infusion. She was using a needleless access device used by the hospital. After making the change, the patient was noted to have a precipitous drop in blood pressure and heart rate despite a seemingly uneventful change. The nurse then noted that there was leaking at the site of the needleless access. Upon further investigation, she found that the access device while appearing intact and screwing on to the needleless port, was actually broken off and never made access to the needleless cap. Thus, the patient was not receiving any of the medication.